Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a diagnostic operative laparoscopy due to stress and urge incontinence and slight cystocele. Following insertion, the patient had a laparoscopic removal of right ovary and tube. The patient had a diagnostic laparoscopy, lysis of adhesions and right salpingo-oophorectomy on (B)(6) 2009.